Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc). The patient will be checked on clinic. This lv lead remains in service. No adverse patient effects were reported.